Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify particulate matter. The customer reported condition was not confirmed.

Event description:
It was reported that there were "black marks on the outside and inside of the tubing line" of an automix compounder transfer set. According to the customer, this was seen all the way from the "white port leading to the orange port, and the black on the outside can be wiped off very easily." The event occurred before use; therefore, there was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device is available for evaluation according to the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: in addition to the previously reported evaluation of the returned sample, photographs have been provided of the actual device. During photographic inspection a brown spot was observed on or within the device; however, this was not observed with the returned device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.